Manufacturer narrative:
(B)(4). Baxters quality engineer reported and confirmed a leak in an actual unit. Visual inspection and a functional test were performed to the set and the results were not satisfactory. When a pressure test under water at 8.0 psi +/- 0.5 psi of air was applied to the set: the roller clamp was defective because it could allow a leak in the assembly with the guide tube. It is unknown what caused this condition. The batch review was performed and no deviations were found. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter's quality engineer from (B)(4) reported and confirmed a leak during a pressure test under water at 8.0 psi +/- 0.5 psi of air when it was applied to the set; the roller clamp was defective because it could allow a leak in the assembly with the guide tube. This occurred on a buretrol set. There was no patient injury or medical intervention necessary. No additional information is available.